Event description:
The facility's biomedical engineer reported an infusion pump with an 810:02 failure code. This report was noted by a baxter field service technician during regular preventative maintenance. The biomed stated that there was no report of patient injury or medical intervention resulting from this failure. Information was requested by baxter regarding the date this report occurred, the medication involved, pump programming and set-up information, specific patient information, tubing product code and lot number in use, but no additional information was available. Additional contact information was not available.